Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was unable to be recovered and a message sating" maintenance required" was popped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 & 3.2 failed. A field service engineer reseated all cables and checked, but this did not resolve the issue. A new module board was installed, and the issues were resolved. Missing or defective slide bumpers were identified and replaced them in main drawers 2.1 2.2 3.1 4.2 & aux 1.1 1.2 2.2 3.1 3.2 4.1 4.2 5.1 5.2. The system functioned as intended after the field service engineer repaired the device.